Manufacturer narrative:
Evaluation results indicate this event is attributed to insufficient cleaning of the device by the user.

Event description:
The plunger rod was not functioning properly. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.